Manufacturer narrative:
Additional information: correction: b5: an event of nausea with emesis, access site bleed, and drop in blood pressure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a amplatzer pfo occluder was successfully implanted using a amplatzer¿ trevisio¿ intravascular delivery system in a patient with prior history of migraine headaches, sinus bradycardia, stroke, hypertension, and hypercholesterolemia. An abbott perclose proglide was used to close the access site. Post-surgery, while outside of the procedure room, the patient had nausea with emesis. This caused the patient to sit up straight, and with the force of the emesis, caused pressure in the femoral artery resulting in an access site bleed. The patient had a drop in blood pressure that was resolved with 500cc ns bolus. Clopidogrel/plavix was prescribed. A CT of the abdomen/pelvis was performed and suggested retroperitoneal hematoma. The patient was referred to vascular surgery where it was determined that there was no active bleeding, so no further intervention was required. Patient was successfully discharge without prolongation of hospital stay in good condition. There is no allegation against the abbott devices used. No additional information was provided.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a amplatzer pfo occluder was successfully implanted using a amplatzer¿ trevisio¿ intravascular delivery system in a patient with prior history of migraine headaches, sinus bradycardia, stroke, hypertension, and hypercholesterolemia. Post-surgery, the patient had nausea with emesis which caused bleeding at groin access point. The patient had a drop in blood pressure that was resolved with 500cc ns bolus. Clopidogrel/plavix was prescribed. No additional information was provided.